Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was capped and replaced. Patient condition was good after the event.